Manufacturer narrative:
As reported, during use of an optifix at fixation device, the first fastener deployed backwards, head first. The subject device was not returned for evaluation. Based on the information provided and not having the sample returned for evaluation, no conclusion can be made. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to the specification. The precautions section of the instructions-for-use supplied with the device states. "If the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." If/when additional information is provided, a supplemental emdr will be submitted.

Event description:
It was reported that during the use of an optifix at 30 count on (B)(6) 2020, one of the fasteners deployed in a backward position in which the head of the fastener came out of the cannula first. There was no reported patient injury.